Manufacturer narrative:
H6 evaluation results code 120-removed, h6 results code 140- added.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of approximately 224-238 mg/dl. Customer was treated with insulin injections and released from the ER 4 hours later in ¿stable¿ condition. Reportedly, a malfunction alarm had occurred. Customer reverted to manual injections for insulin therapy.